Event description:
This lv lead was implanted on (B)(6) 2009 and remains implanted at this time. A procedure form was received on 07/24/2018 noting that lv lead was repositioned due to dislodgement. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).